Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flows. Noted some of the low flow events are caused by the set speed being lowered. The cause of low flow alarms attributed to multifactorial - ventricular fibrillation/tachycardia with ICD shocks and external defibrillation, lv suction, hypercoagulability with multiple clots, and ischemic stroke. Low flows were resolved by reducing lvad speed and initiating ECMO. Patient was intubated, sedated, ino, crrt, implanted with hm3 lvad. Patient was being re-evaluated for transplant. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of low flow alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account reported that they were caused by ventricular fibrillation / ventricular tachycardia with ICD shocks and external defibrillation, left ventricle suction, hypercoagulopathy with multiple clots, and ischemic stroke. A specific cause for these events could not be conclusively determined, and a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The submitted controller event log files captured a total of 23 low flow hazard alarms on (B)(6) 2020 from 03:24:21 through 09:16:13, associated with the calculated flow intermittently decreasing below the reduced low flow threshold of 2.0 lpm. These alarms lasted up to approximately 6.5 minutes in duration. Of note, some of these low calculated flow values were the result of the stored speed being decreased from 4800 rpm to speeds as low as 3900 rpm. The calculated flow was captured at values as low as 1.0 lpm outside of the times when speed was decreased. No further low flow events were observed throughout the remainder of the submitted data. Despite the observed alarms, the pump appeared to have functioned as intended at the set speed throughout the duration of the log file. It was reported that the cause of the low flow alarms was multifactorial. The patient had ventricular fibrillation / ventricular tachycardia with ICD shocks and external defibrillation, left ventricle suction, hypercoagulopathy with multiple clots, and ischemic stroke. It was noted that the patient¿s ICD was not an abbott device, and stroke was seen on cta. There was severe stenosis and near occlusion of the proximal m2 branch of the posterior division of the right middle cerebral artery just distal to the m2 bifurcation. There was normal opacification of the distal branches within the posterior right sylvian fissure. There was also mild to moderate stenosis of the proximal anterior division of the right middle cerebral artery. Hypoplastic p1 segments were noted bilaterally related to persistent fetal circulation of the posterior cerebral arteries. There was resultant markedly diminutive caliber of the basilar artery and v4 segments. The cervical, petrous, cavernous, clinoid, and supraclinoid segments of internal carotid arteries were patent bilaterally. There were no aneurysms, dissection flaps, or measurable stenosis identified. This limited examination of the brain demonstrated no evidence of acute intracranial abnormality. Apical opacification of the dural venous sinuses revealed normal variant dominant right transverse and sigmoid sinus with mild hypoplastic left-sided system. No filling defects were identified. The patient¿s low flow alarms resolved with reduced lvad speed and initiation of extracorporeal membrane oxygenation. The patient was intubated and sedated and remains on heartmate 3 lvad, protek duo rvad, continuous renal replacement therapy, and nitric oxide. The plan of care was to continue the mentioned supportive management and re-evaluate for transplant. It was later reported that the patient was still under consideration for transplant as the barriers preventing transplant have not yet resolved. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists stroke, cardiac arrhythmia, venous thromboembolism, and arterial non-central nervous system thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.